Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
The fastener was not released from the delivery tool of tigerpaw system ii. The second tigerpaw system ii was successfully used to complete procedure. No known blood lost or injury referred to this event.